Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During a revascularization procedure a patient was treated with balloon angioplasty and delivery of an endeavor sprint drug eluting stent in the distal and proximal portion of the left cx/2nd om with post-dilatation. On an unknown date the patient expired. The cause of death is unknown

Event description:
Additional information received reported that the cause of death was reported as 'acute chronic respiratory failure'. It was reported that the death was not associate with an mi or stent thrombosis.

Event description:
The investigator assessed that the previously reported death was not related to the study device or procedure.